Manufacturer narrative:
The failure investigation has been completed and the reported issues was verified. In addition, a different issue was also found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button became unresponsive. The pump turned on when plugged into a power source and the user was able to access the pump features. The user¿s blood glucose (bg) level was 262 mg/dl. The user addressed bg level with a bolus via the pump. Reportedly, the user would continue to use the pump until replacement pump is received.